Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) treated ventricular tachycardia (vt) successfully with a shock, but the initial detection was withheld inappropriately by the atrial tachycardia (at)/ atrial fibrillation (af) discriminator. It was noted that the delayed detection of the vt was due to pr logic algorithm. The patient experienced pre-syncope as a result of the event. The device was reprogrammed to reduce the supra ventricular tachycardia (svt)-ventricular limit. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.